Manufacturer narrative:
Device analysis conclusion: the guide wire was returned fractured with the distal spring tip section not returned. The guide wire core was fractured. The fractured section was sent for scanning electron microscopy analysis, which showed evidence of ductile torsional forces on the fracture face. It is hypothesized that the spinning driveshaft contacted the spring tip causing the fracture. This is consistent with the event details reported to csi. The root cause of the failure is considered to be use not consistent with IFU. The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of a lesion in the left circumflex (cx) artery. The vessel was 95% stenosed with a heavily calcified focal lesion. Eight atherectomy treatments were performed. The crown of the oad jumped and contacted the guidewire tip as it crossed the lesion. The viperwire spring tip fractured. The fragment was successfully snared and removed. The procedure was completed with angioplasty and stent placement.